Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge and was not connecting to the clinicians programmer (cp). The patient underwent an ipg replacement procedure and was doing well postoperatively. The physician believed that the patients charging issues were most likely caused by electrocautery used during previous non-device related surgeries. The explanted device was not returned as it was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.